Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty pairing a dexcom g7 sensor with the ilet, which was addressed by instructing the user to toggle the ilet cgm setting from g7 to g6 and back to g7, power off the dexcom receiver, and pair the sensor directly to the pump using the sensor code; the sensor subsequently connected and functioned as expected with blood glucose remaining in range. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy and no need for medical intervention. Investigation included remote troubleshooting and education on correct pairing workflow and eliminating conflicts from a concurrently active receiver. Investigation of this case revealed that the initial pairing failure was consistent with a communication or configuration issue related to concurrent cgm connections, which resolved after reconfiguration and proper device pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device use conditions.